Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of a unspecified bd¿ insyte autoguard failed, during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis. Although required; review was no conducted because a lot number was not provided. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate.